Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that asymptomatic patient presented in clinic for routine device check. Intermittent episodes of undersensing followed by a paced event that led to an inappropriate rate increase were observed. Programming changes were made and resolved the issue. No adverse consequences for the patient.